Manufacturer narrative:
The bilt3 reagent lot was 66514601 with an expiration date of 30-apr-2023. The last calibration performed on (B)(6) 2023 was acceptable with no alarms. According to the customer, the quality control recovery was within range prior to the event. Upon review of the alarm trace, abnormal probe sucking errors were observed. These are indicators of possible poor sample quality. The field service engineer found an issue with the sample probe and replaced it. The sample probe, gear pump pressure, rinse water levels and the detergent probe washing station level were adjusted. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the bilt3 (bilirubin total gen.3) assay on a cobas 6000 c501 module. The sample initially resulted in a bilt3 value of 0.2 mg/dl. On (B)(6)2023, the sample was repeated on a cobas c311 analyzer, resulting in a bilt3 value of 16.7 mg/dl. The sample was then repeated on the initial c501 module, resulting in a bilt3 value of 16.75 mg/dl. The initial questionable result was reported outside of the laboratory and an amended report was issued.